Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from date manufacturer was made aware. Block d6b: explant date: two years ago.

Event description:
It was reported that the patients implantable pulse generator (ipg) had flipped. The patient underwent an ipg explant procedure. The explanted device was discarded. No device malfunction was suspected.